Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a dissection occurred. The target lesion was 75% stenosed, mildly tortuous and located in the mid left anterior descending artery (lad). The lesion was treated with one pass of the oad at low speed and two passes at high speed. Following atherectomy treatment, the oad became stuck in the vessel. The device was rotated and removed from the patient. A dissection was noted and a stent was placed to resolve it. The patient prognosis was good following the procedure.